Event description:
The customer reported that vasoseal was used on 3/19/98 following a diagnostic catheterization procedure. One hr post-procedure, the pt lost pulses and there was a change in color and temperature of leg. The pt was taken to surgery where an embolectomy was done.